Event description:
It was reported that the patient went to urgent care with hyperglycemia, on (B)(6) 2026. The patient's blood glucose levels reached 560 mg/dl while wearing the pod between 36 and 48 hours, on their arm. It was reported that the pod was leaking during wear, and the adhesive detached, causing the cannula to dislodge from the infusion site. Patient was tested for ketones, but results of test were not provided. The patient was diagnosed with hyperglycemia. No other treatment was provided. The patient spent 3 hours at urgent care. It was also reported that the pod had been removed and discarded at home. A new pod was placed at home, prior to seeking treatment at urgent care.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to confirm the reported leak, dislodged cannula, or hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.